Event description:
The customer reported to customer service that the transformer for her pump in style advanced breast pump cracked, broke open and the inner circuitry is exposed, indicating a breach, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time; therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev p transformer has not been determined at this time. It is currently being investigated under (B)(4).